Event description:
During a laparoscopic nissen fundoplication with mesh, md noticed a piece of metal fragment inside the patient near existing 5 mm endoscopic clips. He removed the metal fragment and looked at all of the laparoscopic instruments to identify where it came from. He was able to identify it as a piece broken off the tip of the sonocision disposable electrocautery cordless handpiece. The pieces matched when he held them together. The handpiece was removed from the field and a new one placed on the sterile field to complete the procedure. The handpiece (ref number (B)(4), lot # 02090220x), was placed back in its original box with a patient label and taken to decontamination in the case cart. The medtronic rep was informed and stated he would pick up the handpiece to take back for inspection. Procedure was able to be completed without issues. FDA safety report ID # (B)(4).